Event description:
A malfunction alarm, identified by malf 12 code, was reported by the customer, occurring at least three times, but no notable events occurred prior. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, confirming the warranty status and shipping details. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery and was instructed on storage mode and return procedures.